Event description:
It was reported that this patient was implanted with a pacemaker device and, the day after the implant, the device recorded multiple atrial extrasystoles (aes), leading to tracked ventricular pacing of these signals. The health care professional (hcp) contacted technical services (ts) to see if these are related to the pacemaker. Ts discussed there is no retrograde conduction, the farfield signals are visible but are appropriately blanked out by the device and there is no hint to lead integrity issues or artifacts. It was mentioned that during troubleshooting, the physician decided to overstimulate the atrium to eliminate these signals, which lead to unwanted atrial fibrillation (af) for the patient. A cardioversion procedure would be performed to return the patient back to sinus rhythm. The physician suspects the atrial lead is showing muscle stimulation on the tricuspid valve, leading to a physiological response in the atrium and that the lead has potentially dislodged from the right atrium as the right atrial (ra) lead impedances were showing unsteady when they observed them that day, ranging between 300 and 900 ohms, which is still within normal range, however, this was not reproducible at the time the hcp contacted ts as the impedance was showing steady. The device was reprogrammed to vvir mode to mitigate unnecessary ventricular pacing until the situation is cleared. The patient will be monitored and it was mentioned that if the aes situation persists, a lead revision will likely be performed to rule out any potential lead malfunction. The ra lead remains in service at this time. No additional adverse patient effects were reported.